Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump flashed a bright light before and after a battery change. Customer's blood glucose was 198 mg/dl at the time of incident. Troubleshooting found that the pump could not power on and ceased to function. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed self test and no display anomaly was noted. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, damaged keypad overlay texture, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.